Manufacturer narrative:
D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown lot number. D4: UDI: unknown due to unknown lot number. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. H4: device manufacture date: unknown due to unknown lot number. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo received the following reported information: following a heart cath via 6 french sheath, the rt deployed the angio-seal device. The green tamper tube would not come down and the plug was exposed. The patient experienced bleeding; therefore, the device with the foot plate were removed, pressure was held and hemostasis was achieved. The estimated blood loss was less than 250cc. There were not any difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. The patient is stable. There were not any concomitant medical products used with the angio-seal.